Event description:
Patient received a vibratory alert for high voltage lead impedance. Over the last seven days, the impedance measurements increased. Noise was noted on the egm. The physician will monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
New information received notes the lead was capped and replaced.

Event description:
New information notes that an insulation anomaly was observed.